Manufacturer narrative:
Initial reporter full facility name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water was injected during the pretest, and it leaked. There was a crack at the base part.

Event description:
It was reported that the sterile water was injected during the pretest, and it leaked. There was a crack at the base part.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12182448. Received (5) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter with syringe. Verified material number 119314, batch number mykr1704 and manufacturing lot number ngjz2896. The second photo sample shows an enlarged image of the silicone foley trifurcation site with a highlighted arrow pointing. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received a 3 way temperature sensing catheter with cut portion of the inlet tubing and a straight tipped syringe. Verified material number 119314, batch number mykr1704 and manufacturing lot number ngjz2896. Visual inspection noted no obvious observations. During testing, attempted to inflated the catheter balloon with 10 ml of methylene blue solution and immediately noticed leaking out of a 0.013 in pinhole at the base of the trifurcation. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The root cause for this failure, per CAPA 12182448, is the silicone injected into the forming cavity is entering precured, which causes overheating in the gate area or injection point, as a result, the breaking point between the gate and the molded part is not properly generated, which prevents automatic separation. This requires manual detachment, increasing the risk of perforation at the adapter injection point due to the high temperature in the gate caused by the lack of flow in the jacket. Risk review, labeling review, and DHR review are not required as event has already being investigated per CAPA 12182448. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.